Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noisy signals. Electromagnetic interference (emi) and isometrics were performed and no oversensing was noted. During explantation of this ra lead, it was noted that there was insulation breach and it was then determined that this was the cause of the noise. Additional information obtained from the field representative indicates that the conductor of the lead was also exposed. This ra lead will not be available for return as it was discarded. No additional adverse patient effects were reported.